Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found damaged scope connector (s-connector). The customer reported issue could be confirmed. Furthermore, device evaluation found gap of adhesive on the distal end, stain entered inside the lens through the gap (there is a gap between acoustic lens and ultrasound probe). Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. Damaged acoustic lens. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported of air water connection defective. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found gap between acoustic lens and ultrasound probe. This report is being submitted for gap between acoustic lens and ultrasound probe (stain entered the lens through the gap) identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of wear and tear due to repetitive use and or customer handling. The event may be prevented by following the instructions for use which state: " warning¿ ¿¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Olympus will continue to monitor field performance for this device.